Event description:
It was reported, the patient has not used or charged her scs system since before 2012. Follow-up identified the patient's scs ipg was explanted and replaced. The patient was receiving effective stimulation post-operative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.